Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s regularly scheduled clinic appointment on (B)(6) 2016, the patient was complaining of tiring easily. The physician increased the ventricular assist device (vad) speed from 2580 to 2660, with instructions to call the vad office if subject subsequently develops dizziness, lightheadedness, or weakness. Once labs came back, however, it was noted that the patient¿s hemoglobin (hgb) and hematocrit (hct) were 7.3/22.4. It was decided to admit the patient for transfusion. The patient denied any signs of bleeding (no dark stool, no abdominal pain or loose stools, no hemoptysis). Hemoglobin was 8.8 on (B)(6) 2016. The patient received 2 units of packed red blood cells on (B)(6) 2016 and on (B)(6) 2016 hgb and hct were 10.2/31.1 and by (B)(6) 2016 it was 11.3/33.8. The patient was discharged home on (B)(6) 2016 with no further problems. There were no changes in medication, the patient continues with coumadin, 3 mg daily. International normalized ratio (inr) on admission was 1.75 and it was 1.81 at discharge. No cause of anemia was determined. The vad remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.